Event description:
Patient came into the hosp for scheduled chemotherapy infusion. PICC line tubing bent and creased at the hub, unable to flush catheter. Moderate amount of bleeding noted under dressing at insertion site. Catheter removed and new PICC line placed in 2007. Dates of use: 27 days, diagnosis or reason for use: colon cancer.